Manufacturer narrative:
The customer's reported complaint of user advisory (ua) 12(lifeband not present) was confirmed during functional test. The lifeband clip detect switch was readjusted to remedy the complaint. After the readjustment the platform passed the final test. Functional evaluation of the returned autopulse platform was performed and the ua12 error message was observed therefore confirming the complaint. The detect switch was adjusted so that the switch lever is parallel with the switch case to solved the ua12 message. After repaired, final functional test of the autopulse was performed and passed the test. A review of the platform archive log showed there were numerous of faults user advisory (ua) 12 (lifeband not present) on (B)(6) 2016. A visual inspection of the returned autopulse platform was performed and found no damage on the enclosure. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. The customer swapped out the lifeband , however, the customer was unable to clear the error message. No patient involvement was reported with this event. No other information was provided.